Event description:
The customer reported a hole; subsequently, a leak was noted. The tubing set being used to deliver an unspecified chemotherapeutic agent, at an unspecified rate, via a plum pump. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from a hole at an unspecified location between the cassette and the clave y-site of the tubing set. It was reported that the pt cleaned up an unspecified volume of the leak of solution. The customer contact reported that the pt's skin was washed with soap and water and the solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced and the therapy was resumed. There were no reports of any adverse pt effects and no reported delays of therapy critical to the pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. The lot number of the device that was in use is unk. The customer contact identified a possible lot number (plots). The possible lot number is 271195h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.